Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause is undetermined. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 23:39:28. During night drain cycle five, the patient's ultrafiltration reading was 2148ml, indicating the home patient (hp) drained 2148ml more than their maximum programmed fill volume of 2600ml. No additional information is available.